Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that the patient experienced a nonunion at thel4-s1 spinal levels, which is believed to be due to poor bone quality (osteopenia or perosis) resulting in limited bone growth. The event required no hospitalization, diagnosis or any treatment, and the patient is currently recovering/resolving. The site assessed that there was no evidence of congenital anomaly, death, disability, hospitalization, life-threatening condition, or need for medical intervention associated with the adverse event. The severity of the adverse event was determined to be mild. The site determined that the capstone peek spinal system implant, the posterior supplemental fixation system, and the tlif grafting material were not related to the adverse event. However, it was considered possible that the study procedure, specifically the tlif (transforaminal lumbar interbody fusion), may have been related to the event. There were no further complications reported regarding the event. Additional information was received that there was no allegation to a particular product. Sponsor assessment: mdt assessment possible related to procedure, not related to grafting material, ibfd or posterior supplemental fixation. An diagnostic imaging was performed. A CT scan without contrast demonstrated adequate spinal alignment with instrumentation noted at the right sacroiliac joint and l4¿s1, with possible haloing around the l4 screw. An MRI without contrast revealed multilevel degenerative disc disease, including l2¿l3 disc degeneration with left paracentral disc bulge and bilateral foraminal stenosis, l3¿l4 degenerative disc disease with severe stenosis and a facet cyst, and postoperative changes at l4¿s1. Diagnostic testing was confirmed as performed. Dexa (dual-energy x-ray absorptiometry) scan performed on (B)(6) 2025 to assess bone mineral density showed left sided radius t score 1.6- osteopenia.

Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.